Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced failed battery test and battery out limit alarm. The customer's blood glucose value was unknown. The customer stated that he put in a new battery and received failed battery test. The customer stated that the batteries were not out of the pump greater than duration allowed by the pump. The customer has not received multiple battery out limit alarms when battery was out of the pump for less than one minute. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including selftest, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No battery out limit or failed battery alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received without battery cap unable to confirm damage. Device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clips lot, cracked battery tube threads and cracked case at reservoir tube window corner